Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6) and no manufacturing anomalies were found.

Event description:
The customer called ascensia customer service to report an issue with the contour next one meter. During troubleshooting, it was discovered that the meter display was missing segments. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The initial reporter information was not provided. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR # 1810909-2023-00008.